Event description:
A report was received that during device analysis, the patient¿s lead revealed that all cables were completely broken at the bent or kinked location.

Event description:
A report was received that during device analysis, the patient¿s lead revealed that all cables were completely broken at the bent or kinked location.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead sc-2138-50 (sn (B)(4)) device evaluation indicated that the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture was positioned. No cables are exposed at the fracture site. Sc-2318-50 (sn (B)(4)) device evaluation indicated that the lead passed visual and photographic imaging tests performed. The device exhibited normal device characteristics.

Manufacturer narrative:
Additional information was received that the lead was broken during the explant procedure.